Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare provider (hcp) concerning patient with implantable neurostimulator (ins) for other non-malignant pain. It was reported that MRI compatibility guidelines were requested. The caller reported the stimulation system did not work. It was reviewed that the caller could consider doing x-rays if they wanted to verify there were no stimulation components remaining, but if so, the patient would only be eligible for conditionally safe head scan. No patient symptoms were reported. No further complications were reported/anticipated.